Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The blue reload used during this event was discarded by the customer. Logs show the sureform 60 stapler instrument was installed on the system 4 times and fired 3 reloads (1 green, 1 white, 1 blue, in that order). On the first 2 installs the first clamp was successful, and the firings were completed with no pause and 1-2 pauses, respectively. On install 3, no clamping or firing was attempted. On install 4, the user was prompted to manually select the blue reload, due to not firing on the previous install. The first clamp attempt was successful, but was followed by a firing failure, which stopped at about 99% completion, after a duration of 10 seconds when the torque was captured as too high. The stapler was then removed and not used again in the procedure. There were no incomplete clamps, or incomplete unclamps. There were no additional stapler related errors in the logs. A photo of the blue reload was received. Review noted all pushers were deployed by the shuttle. The progress of the blade down the reload aligns with the 99% firing completion status shown in the logs for the firing. The blade looks to be exposed towards the distal end of the reload, with bio debris (tissue) and lodged staples wedged ahead of, and around, the stopped blade. Based on the logs and the image, it looks like the lodged staples and bio debris may have driven up the firing resistance past the threshold just before the blade travelled the full distance. This likely caused the firing failure seen in the logs. Lodged staples in the knife track of a reload may be indicative of firing across a previous staple line, however, the blade would need to be returned and inspected through failure analysis to confirm.

Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, a sureform 60 stapler fired a blue reload on small bowel and an error stating the reload blade may be exposed was received. The surgeon said that it appeared the reload had completed the fire, so thought it was weird they received this error. The surgeon pressed the blue foot pedal as indicated by the system to unclamp the stapler instrument and remove it with the reload. There was tissue stuck on the reload upon removal, and a small, unspecified delay due to unclamping and removing the stapler following this event. An intuitive surgical inc. (Isi) clinical sales representative (csr) was present during this event and stated that there were some misfired staples and tissue in the reload that appeared to stop the blade from retracting like normal. After removing the stapler, the surgeon performed leak tests on the small bowel with no leaks found. The surgeon said the staple line was completed as they had intended. There was no bleeding from the staple line. After this fire, the surgeon did not require the stapler again for the remainder of the procedure. The surgeon said there was no patient injury during this procedure. The surgeon did not comment on the tissue that was on the blue reload blade after removal. The stapler instrument and reload used during this event were accidentally discarded by the staff. The products were inspected prior to use with no damage or abnormalities observed. The surgeon chose the blue reload based on the thickness of the tissue being fired on and there were no clamping issues. This event occurred during the second fire of the procedure with this stapler instrument, and the stapler worked as expected prior to this fire. The target tissue was not calcified, was not exposed to radiation or chemotherapy, was not under tension, and was not bunched during the time of clamping and firing. No obstructions such as a previous staple line were encountered during this fire. Buttress material was not used. One week post-operation, the site robotics coordinator reported that the patient had been discharged without any post-operative complications.